Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the primary alarm test failed. This is being reported due to malfunction of the primary alarm. Patient involvement unknown.

Manufacturer narrative:
Resolution and disposition; the customer reported replacing the cpu pcb to resolve this issue.